Manufacturer narrative:
Product ID: 3389s-40, lot# v475865, implanted: (B)(6) 2010, product type: lead. Product ID: 3389s-40, lot# v475865, implanted: (B)(6) 2010, product type: lead .product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6)2010, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
It was reported that the patient thought one of his implantable neurostimulators (ins) had stopped. The patient stated that when using his programmer the right side beeps and the left side does not, which he noticed on the day of the report. The patient stated that the yellow light was not on, but the therapy ¿on¿ light was on. The patient noted that the ins battery light was not lit on either side. The patient was asked to press the ins battery ¿on¿ button and all three lights came on and it beeped. The patient then tried the left ins and did not get the green light to come on. The patient noted a change in therapy the day prior to the report. The patient was much more fatigued on the right side. Two days later it was reported that the patient¿s left ins ¿shut down¿ the weekend prior to the report. The patient stated that he was at his doctor¿s in (B)(6) and both ins batteries were fine. At that time the doctor was going to schedule the patient for a battery change in september. The patient went to the doctor the day prior to the report and was told there was ¿no signal¿ from his device. The left ins battery was found depleted. The patient asked why his ins would deplete so quickly and suddenly. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was battery failure and depletion. The impedances were within normal range. The patient was reprogrammed on (B)(4)-2014 where ¿a function was removed¿ and set back to prior settings. The patient¿s battery was also replaced that same day. The patient recovered without sequela. Six days later it was reported that the doctor believed normal depletion to be the case, but also thought they would get more time out of the implant.